Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain, infections, bleeding, vaginal scarring/shrinkage, dyspareunia, urinary problems, bowel problems, and need for additional surgeries some time after implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.